Event description:
The patient reported that the pump is re-booting on its own after dropping the pump.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.